Event description:
It was reported that during a procedure, the facility was unable to control pressure/flow ar-6480. The case was completed by using a new ar-6480.

Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.